Event description:
Hospital reported one event of when they pulled catheter out, the end was shredded and the tip missing. Did x-ray but did not show anything. They did report that the catheter got stuck when trying to thread it on insertion and that resistance was met when they went to remove the catheter.

Manufacturer narrative:
Results evaluations: the investigation into this report is very limited as the user facility did not record the catalog number, lot number or return the event sample. Review of the history for this type event reveals the most likely root cause for this incident is likely one of the following: the catheter was pulled through the tuohy needle during the procedure, resulting in severance by the needle. This is referred within section 1 of the "warnings" section of this product instructions for use (IFU) "never pull back the catheter through the epidural tuohy needle as this can result in the catheter being cut and left in the epidural space. If catheter insertion difficulties are encountered, the epidural tuohy needle and catheter should be removed carefully together as a single unit, and the procedure repeated. The catheter became trapped between the patient's vertebrae. Any pulling force used would result in severance of the catheter. This is referred to within section 4 of the "warnings" section of the IFU as follows: do not pull the epidural catheter rapidly during removal from patient. If resistance is felt on withdrawal, consult current medical literature for specific techniques. Continuing to exert force when resistance is felt may lead to breaking of the catheter. If the sample is returned and reveals a device malfunction, then a follow up report will be submitted. This report has been logged for trending.